Manufacturer narrative:
Investigation summary: minor bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Anemia : the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1878514. Device history batch: sub-component lot : n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The user facility reported that there was anemia, a minor bleed and pump suction during impella cp patient support. While on support, there was minor bleeding noted around the impella catheter at insertion site. It stopped after the use of a pressure bandage. It was noted that the insertion of the device in the cathlab was hasty. Therapy continued as planned. The patient received two units of packed red blood cells at a hemoglobin of five. The ¿no suction¿ alarm was discussed but the constant negative diastolic left ventricle pressure was below -30. The suction was resolved through lowering the performance level and fluids.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.